Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker it was noted to have been in backup vvi mode. No intervention was performed. The patient's condition was asymptomatic throughout the event.